Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what is the current status of the patient? Did the patient require blood products due to the bleeding? Did the procedure have to be converted to open? Surgeon was working around the spleen not on it. A 12x10 cm clot was visible when the patient was brought back. They irrigated and no active bleeding was present. Patient discharged next day. Felt it was not due to harmonic. Patient given 2 units of blood. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the exact surgical procedure? What anatomical structures was the harmonic used on in the procedure? Was there bleeding intra-op, post-op, or both? If so where was it and how was it addressed? What was the timeline of events leading up to, including discovering the bleeding, and how it was resolved? What was the source of the bleeding in the second procedure and was it at a sight were harmonic was used? What was the pre and post operative coagulation therapy? What is the patient¿s current patient status? What is the surgeon¿s experience with the device? What were the power settings on the generator when the device was used? Was advanced hemostasis used? Did any alert screens present on the generator? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-operative after working on the spleen the patient had some bleeding. It was noted that the surgeon was not sure that the issue was caused by the harmonic. Pressure was applied and evicel was used to control the bleeding in the mesentery.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2020. Additional information was requested and the following was obtained: what was the exact surgical procedure? Laparoscopic sleeve gastrectomy on (B)(6) 2020. What anatomical structures was the harmonic used on in the procedure? Taking down the greater curvature of the stomach, including short gastric's. Was there bleeding intra-op, post-op, or both? If so where was it and how was it addressed? Small amount of bleeding at the distal aspect of the greater curvature dissection, which was cauterized with the harmonic intra-op. This appeared to have resolved with good hemostasis by the end of the case. Despite this fact, avicel was sprayed along the sleeve staple line, cut edge of omentum, and in the area of the splenic hilum. What was the timeline of events leading up to, including discovering the bleeding, and how it was resolved? The patient developed significant tachycardia ~12 hours postoperatively. A CT scan was ordered by the hospitalist team to rule out pulmonary embolism. A large intraabdominal hematoma was seen on the CT and the surgeon was notified. The patient remained tachycardic and with a dropping hemoglobin. The decision was made to return to the operating room. What was the source of the bleeding in the second procedure and was it at a sight were harmonic was used? The large hematoma was seen spanning the area between the splenic hilum, behind the sleeve and to the cut edge of the previously divided greater curve attachments, extending to the distal aspect of the sleeve staple line. No obvious source of bleeding was identified. The hematoma was evacuated, the entire area was irrigated, and hemostasis was felt to be achieved. We did again spray avicel along the sleeve staple line, cut edge of omentum, and near the splenic hilum. What was the pre and post operative coagulation therapy? Heparin 5000 units pre-op. Patient had not yet received post-op anticoagulation. What is the patient¿s current patient status? Discharged and doing well. What is the surgeon¿s experience with the device? Extensive. What were the power settings on the generator when the device was used? 3. Was advanced hemostasis used? Yes, but only up near the short gastric's. Most commonly we used the "min" setting. Did any alert screens present on the generator? No.